Event description:
The event occurred in china. It was reported that the error message "stop-inp" was displayed on the rotaflow console during use. Furthermore, the rotaflow drive had a loud noise. After disconnecting the ac power, the fuse switch was in the on position, and the charging board had no charging voltage, resulting in a battery pack of the centrifugal pump without power. No more information provided. More information requested but still pending. No harm to any person has been reported. The reported failure ¿stop-inp¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market. It is a significantly similar device to rotaflow console which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message "stop-inp" was displayed on the rotaflow console during use. The device was immediatly exchanged with a backup device. No harm to any person has been reported. The reported failure ¿stop-inp¿ could lead to the pump stop therefore, a report is required. The patient data was not shared by customer. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician. The technician was able to confirm the reported failure. The rotaflow control board pcba (printed circuit board assembly) kit has been replaced to fix the reported failure "stop-inp error". The reported failure "stop-inp" was already investigated by getinge life-cycle-engineering (lce) and the root cause could be determined as a defective microcontroller ic23 on the rf control board pcba kit. The cause of this damage could be a statistical (random) failure or a defect that worsens when heated up. Based on these investigation results the reported failure could be confirmed. During the repair the following errors where also rectified: the rf power supply pcba has been replaced. The affected rfd will be send to the supplier emtec for repair. As part of the service the batterypack ni-cd 24v 132wh (rfc), the closing snap kit for the emergency drive and the rf drive closing cover kit have also been replaced. Rotaflow console: a review of non-conformities was performed on 2025-05-15 and during the time from 2019-11-13 to 2025-04-14 there are no non-conformities in regard to the reported product and failure.there is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced on 2019-11-13. Rotaflow drive: a review of non-conformities was performed on 2025-07-16 and during the time from 2018-11-29 to 2025-04-14 there are no non-conformities in regard to the reported product and failure.there is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced on 2018-11-29. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.